Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was experiencing shortness of breath (sob) with exercise. The clinic put the patient on the treadmill and noted that the patient would go into atrial fibrillation (af) with exercise. It was noted that the sensor was on, but there was a delay between the normal brady function to the mode switch with the sensor. Technical services (ts) reviewed the data and provided information regarding device features on this device. Ts noted that there was intermittent atrial undersensing in recent atrial tachy response (atr) events. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.